Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific (bsc) received information that the patient implanted with this implantable cardioverter defibrillator (ICD) collapsed while playing football and was brought to the hospital. The local bsc representative initially suspected that the rhythm was consistent with torsades de pointes (an irregular, polymorphic rhythm that is the result of prolongation of the qt interval) and the representative also suspected that anti-tachycardia pacing (atp) delivered during the episode may have accelerated the patient's rhythm. As a result, a copy of the stored electrogram (egm) was provided to bsc technical services (ts) for review. Ts analysis of the episode confirmed that the rhythm was not consistent with torsades because it was very stable and not polymorphic. Additionally, ts confirmed that the atp did not accelerate the patient's rhythm. The patient's rhythm remained >250 bpm throughout the episode, and there was no acceleration of the arrhythmia when atp was delivered at the beginning of the episode. Six shocks were delivered due to the arrhythmia but were unsuccessful in converting the rhythm. A seventh shock was then delivered that restored normal sinus rhythm. It was reported that the patient has dilated cardiomyopathy with a low ejection fraction. The patient is being medically managed by the physician at this time and was advised to avoid exercise. The device remains in service.